Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test and confirm received motor position encoder error alarm in the alarm history due to motor error during rewind. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was in the room during an MRI. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.